Manufacturer narrative:
The tandem t:slim pump user guide indicates to use only use u-100 insulin, as any lesser or greater concentration can result in serious health consequences. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a minimum fill message. Reportedly, the cartridge was filled with 480 units of insulin and then the customer added an additional 150 units of insulin to the cartridge. Additionally, prior to calling tandem technical support, the customer went through the fill tubing step multiple times, as well as priming the tubing to the maximum amount. The customer's blood glucose level was 105 mg/dl. Tandem technical support walked the customer through filling the cartridge with additional insulin, and the customer completed the load process successfully.